Event description:
It was reported that after the device was implanted, there was an issue syncing the device to the patient programmer. The device had been programmed with the physician programmer, but when the patient programmer synced with the device the programs were reportedly replaced with the patient programmer programs instead of the device programs transferring to the patient programmer. A power-on-reset (por) condition occurred shortly after the implant, but the code was not obtained. The patient experienced an overstimulation sensation upon turning on the device. The parameters were too high and the patient had difficulty turning it down, causing discomfort until the device was turned off. It was reported that the por condition may have wiped out the programming done previously, and the higher voltage experienced, 3.8 v, was a result of the process of reprogramming the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v718504, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).